Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b & a4: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a omniwire pressure guidewire was used in a diagnostic coronary procedure. During use, measurement drift was experienced outside the acceptable parameters. A new device was used to complete the procedure with no patient injury reported. This product problem is being submitted due to measurement drift. There is a potential for harm if the malfunction were to recur.

Event description:
Further review determined that this is not a measurement drift complaint and has been reclassified to "could not normalize". This failure occurred prior to measurement; therefore, the ifr/ffr measurements could not be obtained. This is no longer reportable as there is no potential for inaccurate measurements with recurrence.

Manufacturer narrative:
Block b5: this is no longer a reportable event for measurement drift as it does not meet the following: step 1: the wire must have been successfully normalized before proceeding to the lesion site of interest. Step 2: the ifr/ffr measurement must have already been successfully obtained. Step 3: the drift must occur during the second normalization inside the guide catheter after the measurement. Block h6: medical device problem has been updated to imdrf #a090811 (unable to obtain readings) from imdrf #a090805 (incorrect measurement). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.